Event description:
Customer reports that she received a result of 502 mg/dl while the doctor's device read 186 mg/dl. No treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.